Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, it was reported that a beta bionics ilet user experienced fluctuating glucose levels, including a high of 323 mg/dl and a subsequent low of 51 mg/dl. The user managed the hypoglycemia with fast-acting carbs and reported no symptoms. No outside medical intervention was required.